Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the partial lead was returned in segments and analysis was performed with no anomalies found. The distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicates apparent explant damage. Visual summary analysis of the lead indicates stretching. (B)(4).

Event description:
It was reported that the patient had two syncopal episodes due to intermittent capture of the right ventricular (rv) lead in bipolar mode and the lead had switched to unipolar pacing. The lead was extracted and a new lead was implanted. No further patient complications have been reported as a result of this event.